Manufacturer narrative:
Information contained in this report has previously been submitted via psr on 10/23/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade "iii-IV."

Event description:
Patient reported capsular contracture baker grade unknown. Healthcare professional later clarified as baker grade iii-IV. Device has been explanted.